Event description:
This was a left-side lead extraction case to remove two leads due to cied pocket infection. A (B)(6) male presented with pocket infection that required complete system removal of a medtronic 6947 rv ICD lead placed in 2001 and a medtronic 5592 ra pacing lead placed in 2003. The mdt ICD 6947 was prepped and loaded with an lld-ez and the ra lead was prepped with a #2 lld. A 16fr glidelight catheter was used on the mdt rv ICD lead first. After advancing past the ICD lead proximal coil and approaching the ivc, it was noted that the "heel" of the lead was still approximate to the ivc by fluoroscopy. The laser was advanced to this segment and a consistent decline in arterial bp was noted. After fluoroscopy evaluation and tee confirmation, cv surgery was called and a rescue protocol started. Tee noted confirmation of a large pericardial effusion, and a pericardiocentesis drain was placed in the pericardium. Approximately 300cc of blood was removed and the arterial pressure stabilized. At the same time, the cv surgeon prepped the patient for a fem/fem bypass, as the patient had already had a sternotomy. After evaluation of patient stable status with pressure, blood drained from the pericardium, and stability/consistency of the size of the pericardial effusion and clot, a re-attempt at laser removal of the ICD lead was decided. Cv surgery and perfusion in the room, patient and pump prepped for emergency rescue. After 1-2 laser runs and some progress, the blood pressure declined again. Cv surgeon and physicians agreed on rescue sternotomy. An injury in the ivc to svc tear was found (which correlated to the position of the proximal coil of the 13 year old ICD lead) and repaired. The leads were removed manually during the open procedure. The patient survived the intervention.